Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had exhibited signs of possible wound infection, including discomfort, redness, swelling, and reported pus drainage. During follow-up, the wound remained red and swollen but without active drainage, and the device was functioning properly. The physician changed the antibiotics and scheduled another follow-up. There were no additional adverse patient effects reported. This crt-p remains in service.